Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the g7 depth gauge broke when reading measurement for screw lengths through the cup. No foreign body was retained. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated sections: d4;d9;g3;h2;h3;h4;h6 product was returned and evaluated. A visual examination of the returned product identified that the device had fractured at the first measurement notch from the handle. There were also wear marks (nicks and gouges) on the handle of the device. The item showed wear and tear from repeated use. Medical records were not provided. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.